Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer 4.1 was repeatedly failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 was not detected on the bus. A field service engineer (fse) reseated the row board cable on drawer 4.1 due to intermittent cubie failures. After the repair, the drawer was detected successfully, and no errors or failures could be reproduced in either the main or test application. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.